Event description:
Our (B)(6) daughter has three cleo infusion sets that have broken off in her body upon removal on three separate episodes. All three came from the same box. They are still lodged in her body and we are seeking medical advice about how to proceed.